Manufacturer narrative:
According to the practitioner the implant didn't take and failed to integrate. The implant has been placed in 46 position on (B)(6) 2016. Two months later after the implantation, the practitioner has found that the implant failed to integrate. Also, the practitioner reported that the patient has a poor bone volume and a periodontal disease.

Event description:
Implant fails to osseointegrate.